Manufacturer narrative:
Device not returned for evaluation.

Event description:
Captiva spine distributor representative contacted captiva to indicate that a smartlox construct had been removed during a revision surgery. Revision surgery was completed (B)(6) 2017. The distributor representative provided images dated (B)(6) 2016 and the week of (B)(6) 2017. The original surgery dated (B)(6) 2016 image shows all screws contained within the locking mechanism. The follow up image dated (B)(6) 2016 shows two screws sitting slightly proud. The follow up image taken the week of (B)(6) 2017 shows two screws sitting proud. The revision surgery was completed on (B)(6) 2017. The hardware was not returned and there is no further information available at this time.